Event description:
Same case as MFR report #: 2134265-2009-00407. Clinical trial. It was reported that 1137 days following a coronary artery drug eluting stenting treatment procedure the patient presented with an abnormal stress test. The index procedure identified and treated one target lesion. Target lesion one was an 80% stenosed, 3x24mm lesion of the proximal circumflex. Treatment consisted of predilation and placement of two 3.0x24mm taxus liberte stents resulting in 10% residual stenosis. The patient was discharged one day post procedure on asa and plavix. On day 1137, the patient underwent a nuclear stress test that showed abnormal myocardial perfusion with findings consistent with adenosine stressed-induced ischemia in the distal anteroseptal segment and the apex in the territory of the distal lad; moderate adenosine stress-induced ischemic in the proximal anterolateral segment in the territory of the left circumflex artery; ischemic mild cardiomyopathy with diminished ejection fraction of 44%; and moderate scarring in the proximal inferior wall. On day 1160, the patient was seen for a follow-up office visit. Cardiac catheterization and possible angioplasty were discussed. On day 1172, the patient was admitted to the hospital for an elective pci which revealed an 80% diameter stenosis with timi 2 flow in the distal circumflex. The patient underwent balloon angioplasty with placement of a bare metal stent resulting in 0% residual stenosis with timi 3 flow. Post procedure, the patient was noted to have 5-second ventricular pauses on the telemetry monitoring. The patient stated he was dizzy at the time but denied any frank syncopal episode. An ECG showed sinus bradycardia with complete bundle branch block and first degree av block. On day 1173, the patient underwent the implantation of a permanent pacemaker without complications. On day 1175, the patient was discharged.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.